Event description:
Knew these test strips were fake or defective and giving false negative results on uti infections when I had a uti. Every single test strip was giving a negative result when it should have read positive. Seller could not be reached on amazon and amazon would not accept a return after 30 days.